Manufacturer narrative:
Return of product has been requested. Reporter returned the product on 25-jan-2017. Our investigation of the complaint revealed that the allegation of the device catching on fire is not consistent with any failure mode of this device. This report is being filed based on the allegation of a hole in the handle. Our assessment being that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out an abundance of caution we are reporting to FDA. The investigation of the actual device is underway and a follow-up report will be filed upon its conclusion. Update from initial submission on 01-feb-2017: investigation concluded the root cause is short circuit between motor (+) terminal and motor housing (-). Short circuit is caused by a residue piece of solder wire from production process, which bridges the soldering area of the motor terminal and the motor housing.

Event description:
Oral b genius (got hot and) caught on fire [device catching fire], oral b genius got hot; toothbrush has a hole that looks like it was eating/burning through where the icon is, smelled burnt [device physical property issue], no adverse event [no adverse event]. Case description: a dentist reported via phone on (B)(6) 2017 that a patient, a female of unspecified age, purchased an oral-b power rechargeable toothbrush handle pro crossaction 3764 model d701.533.5xc (oral b genius 8000) from the dentist's office on an unspecified date, and the patient said she tried to use it and the toothbrush got hot and caught on fire. The toothbrush was returned to the dentist's office. The dentist described the toothbrush as having a hole that looks like it was eating/burning through where the icon is, looks like it caught on fire, and smelled burnt. The dentist did not know if the toothbrush had ever been dropped, and was not sure how long the product had been used. The dentist stated there was no adverse event associated with use of the product. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned the product on 25-jan-2017. Product investigation is in progress. Our investigation of the complaint revealed that the allegation of the device catching on fire is not consistent with any failure mode of this device. This report is being filed based on the allegation of a hole in the handle. Our assessment being that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out an abundance of caution we are reporting to FDA. The investigation of the actual device is underway and a follow-up report will be filed upon its conclusion.

Event description:
Oral b genius (got hot and) caught on fire [device catching fire]. Oral b genius got hot; toothbrush has a hole that looks like it was eating/burning through where the icon is, smelled burnt [device physical property issue]. No adverse event [no adverse event]. Case description: a dentist reported via phone on (B)(6) 2017 that a patient, a female of unspecified age, purchased an oral-b power rechargeable toothbrush handle pro crossaction 3764 model d701.533.5xc (oral b genius 8000) from the dentist's office on an unspecified date, and the patient said she tried to use it and the toothbrush got hot and caught on fire. The toothbrush was returned to the dentist's office. The dentist described the toothbrush as having a hole that looks like it was eating/burning through where the icon is, looks like it caught on fire, and smelled burnt. The dentist did not know if the toothbrush had ever been dropped, and was not sure how long the product had been used. The dentist stated there was no adverse event associated with use of the product. Concomitant product(s): none reported. No further information was provided.